Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient went to the emergency room with shocking sensations. There were no environmental or external factors notes which may have contributed to the issue. The system was turned off in the emergency room because of the shocking. The patient felt the shock even with the system off. The patient had an MRI the day prior to the report and the patient indicated that she felt a shock at the battery site. Impedances were checked and were all normal. It was advised to reduce the amplitude; however, the patient preferred to run at a higher level of 6.4 milliamps. There were no further complications reported or anticipated.